Event description:
It was reported that during a ptca/stenting treatment procedure, the balloon of the express2 monorail stent adhered to the stent after deployment. The pt was asymptomatic during this event. The lesion being treated with a 90% stenotic lesion in the proximal right coronary artery (rca). The physician used a medikit introducer sheath for vascular access, a 6f britetip guide catheter and a .014 runthrough guide wire to cross the lesion. First, a lesion in the mid to distal rca was pre-dilated with a 3.5 x 15 mm ottimo balloon, and an unspecified number of cypher stents were placed. Angiography revealed the diameter of the proximal rca to be 5.5 mm. It is noted that the lesion in the proximal rca was not pre-dilated. The express2 monorail stent was deployed in the target lesion, and the balloon deflated slowly, but completely. Following deflation, the balloon was adhered to the stent, so was pulled forcefully. The catheter fractured between the mid shaft and proximal shaft, resulting in complete separation. Both portions of the catheter were removed from the pt and the procedure was completed successfully. No pt injuries or complications were reported. Pt status is reported as 'good'.